Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed as planned by moving the sid manually. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and found they were in the middle of a case and did a geometry reboot and still no downward movement was possible. The philips field service engineer (fse) checked the system onsite and found sid (source-to-image distance) toggle on tso (table side operator) would intermittently stop moving the sid (source-to-image distance) on the detector. To resolve the issue fse replaced tso (table side operator) on system. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.